Event description:
Reporter alleged blood glucose measured 157 mg/dl back to back with a result of 61 mg/dl when testing was performed 15 seconds apart. It was stated customer self treated with orange juice; however, no other actions were taken or treatment received reportedly as a result. A request was made for the return of the suspect device and replacement product was sent.